Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported initially that an alarm for a patient was not provided when expected. The customer then informed a philips field service engineer (fse) that the alarm for a red tachy alarm was present visually but no audible sound for the alarm was provided. Patient had a tachy event with a hr of 188 beats/min but the patient did not require urgent care, there was no delay of care and no harm.